Manufacturer narrative:
(B)(4). The injection port with locking connector and 4.5cm of catheter and the tubing strain relief were returned for evaluation. Product analysis cannot confirm the reported event of the movement of the tubing strain relief. To mitigate the strain relief 'migration' from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. No further investigation other than what is outlined in this file will be performed.

Event description:
It was reported that during a hernia repair it was noticed that the strain relief was not in its original place and had traveled down the tubing. The surgeon performed a port replacement. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.